Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Accu-chek mobile showed a value of 400 mg/dl and professional meter 124 mg/dl within 10 minutes. Accu-chek mobile and test cassette requested for investigation. No adverse event was reported.